Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer had an unexplained low blood glucose reading in the 40's gm/dl on the first night after starting the insulin pump. Customer is still having adjustments made with the diabetes clinical manager. Customer refused a transfer to the helpline.